Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-00089. It was reported the patient's (B)(6) lead and lead extension were explanted due to infection. According to the physician, the infection is not device related. The explanted products are discarded.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance was corrected and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.